Event description:
Boston scientific received information that during a routine follow-up, this left ventricular (lv) lead was found out to be dislodged. This lv lead was replaced successfully and will not be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of the lead was performed. Complete lead was returned. The tip was intact and undamaged. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.